Event description:
It was reported that the pt was hospitalized for elevated blood glucose and dka. The pt's boyfriend reported that there was insulin in the pump cartridge compartment.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. As no lot number was provided, no further evaluation could be completed. The pt subsequently reported that there was no visible insulin leakage from the cartridge or the pump. It was also reported that the pt was suffering from bronchitis and exhibited scar tissue at the infusion site. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.